Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: the controller was returned for evaluation. The another controller was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the controller revealed a bent pin within power port one and a slightly bent pin within the serial/data port of the controller. Visual evidence provided by the site revealed bent pins within the serial/data port of another controller. As a result, the reported event was confirmed. The most likely root cause of the bent pins within the power port can be attributed to a misalignment between the power port and battery output connector. The most likely root cause of the bent pins within the serial ports can be attributed to a misalignment between the serial port and data cable. CAPA pr00384004 was opened to investigate bent/damaged pins with controller 2.0. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: two controllers were not returned for evaluation. However, visual evidence provided by the site revealed bent pins with a power port of the controller and damaged pins within the serial/data port of the other controller. As a result, the reported event was confirmed. The most likely root cause of the reported bent pins event with other controller can be attributed to a misalignment between the power port and battery output connector. The most likely root cause of the reported bent pins event within controller can be attributed to a misalignment between the serial port and data cable. CAPA pr00384004 was opened to investigate bent/damaged pins with controller 2.0. Additional products: d4: (B)(6), h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3243 h6: FDA conclusion code(s): 19. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ controller, model #: 1420 / catalog #: 1420 / expiration date: 31-may-2020 / serial or lot#: (B)(4) ,UDI #: (B)(4). Device available for evaluation: no. Mfg date: 31-may-2019. Labeled for single use: no. (B)(4). Concomitant medical products: (B)(4) defibrillator and (B)(4) defib lead implanted on (B)(6) 2020. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the primary controller exhibited a bent pin in the data port and was exchanged for the back-up controller. Two weeks later, it was reported that the backup controller exhibited bent pins in the power port. The backup controller was exchanged for the primary controller as the health care provider straightened the bent data port pin. The vad coordinator reported that the patient has not handled his peripheral equipment since his stroke and has a sitter 24/7. The last two bent pin incidents occurred on night shift. The team is investigating further with their staff and have implemented new policies to mitigate this issue. The primary controller remains in use and the backup controller was exchanged. No patient complications have been reported as a result of this event.